Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension xpand plus with hm instrument on two patients. The initial na, k and cl results were not reported to the physician(s). The samples were run three times with the third test results reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
The siemens technical solution center (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer replaced the instrument flush solution prior to obtaining the discordant results. The tsc also determined that the customer was spinning the sodium, potassium and chloride samples for 3 minutes versus the tube vendor recommended time of 15 minutes. The tsc instructed the customer to follow the tube vendor specification for proper centrifugation time. The cause of the discordant sodium, potassium and chloride results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.